Event description:
On (B) (6) 2010, the patient presented emergently with a ruptured aortic aneurysm. Seven (7) gore excluder aaa endoprostheses were implanted. After the endograft system was implanted, a proximal type I endoleak persisted and the physician chose to explant the endograft system and convert to an open procedure. The devices were discarded at the facility. The patient expired on (B) (6) 2010 while in recovery. The cause of death was the presenting rupture.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of gore excluder aaa endoprosthesis have not been evaluated in patient populations with leaking: pending rupture or ruptured aneurysms. Please note additional devices implanted and explanted: pxt281418/(B) (4), pxa280300/(B) (4), pxa280300/(B) (4), pxc121400/(B) (4), pxc121200/(B) (4), and pxc141200-(B) (4).